Event description:
A red alert was detected on (B)(6) 2014 indicating that there was a high shock lead impedance reported. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).